Event description:
It was reported that patient experienced pain and burning sensation at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported observation of a burning sensation with stimulation on was not confirmed. The root cause of the reported observation was not ascertained. Review of the as received ipg diagnostic logs showed the device was exhibiting normal operation. No program status errors had been logged. Temperature monitoring of the ipg case found the device casing did not exhibit any abnormal temperature over 90 hours of stimulation on time. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.